Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices or photos were received for evaluation. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: part # 113956, lg hybrid glenoid base 4mm, lot # 017220. Event occurred in (B)(6).

Event description:
It was reported that during a l shoulder procedure, the tip of the glenoid post broke off and got lodged onto the screw driver blade while being secured onto the glenoid base. This occurred on the back table and there was no impact to the patient. Attempts have been made and no further information has been provided.